Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of particulates being found on the set prior to use was received from the customer. No product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11426964 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that foreign matter was found in the as lvp 20d low sorb tubing set before use. The following information was provided by the initial reporter: "particulate matter in IV tubing set. Saw before IV set used on patient."